Manufacturer narrative:
H.6. Investigation: customer returned (19) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 9028789. Customer states that the stopper was deformed. All returned syringes were examined and 17 out of 19 samples exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch # 9028789 all inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: the silicone guns needed purged. Corrective action: maintenance dispatch #57135 and #57040 were created during the time of manufacturing for this batch.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the stopper was deformed. There were 19 syringes with this issue. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the stopper was deformed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the stopper was deformed. There were 19 syringes with this issue. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the stopper was deformed.